Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) open racepacks and (B)(4) unopened. Analysis and results: there are previous complaints of this code batch. There are no units in stock. Received one closed sample with the needle detached from the thread, visually inspected. Received (B)(4) open samples with the needle detached from the thread and the thread is still wound on the pack in all open samples received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). The needle was loose and detached.